Event description:
Additional information was received from the patient. It was reported that the patient was still experiencing pain and an uncomfortable sensation. The device was reset for the second time and still the same. The issue was not resolved. The patient stated they would give a month to resolve and then would request removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to request an appointment with a mdt rep. Caller stated their doctor's office tried to set up the appointment for them for the 25th, but no one came to the appointment. Caller voiced frustation. Agent reviewed medtronic's rep request protocol is through the healthcare provider. Caller became escalated and stated this is their fourth medtronic stimulator, and they're still having the same thing. Caller stated they're getting shocked and getting more pain from it. Caller stated that someone came in and said the device was working but it's not. Caller stated that medtronic needs to do something or remove it "or else." Agent offered to send appointment details to the field but instructed caller to follow up with their healthcare provider as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.